Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the flow meter had failed. Flow meter replacement and functional check were performed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow test did not pass during inspection of an arctic sun device. Per review of wo on 03jul2025, there was no patient involvement.